Manufacturer narrative:
Event took place in (B)(6) and has been reported through (B)(4) distribution subsidiary (B)(4). Currently the data is poor and the device has not been returned/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
(B)(4). Summarizing tentative translation of initial reporter´s narrative: spinal needle broke apart.

Manufacturer narrative:
Event took place in (B)(6) and has been reported through (B)(4). Based on risk assessment and clinical evaluation this file is considered as closed. (B)(4).

Event description:
(B)(4). Summarizing tentative translation of initial reporter´s narrative: spinal needle broke apart.